Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the uretero-reno fiberscope had crystals on the end of the scope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be leakage from the bending section cover, plastic distal end cover, and biopsy channel. The reprocessing was not conducted properly, as a result of which the foreign body was not eliminated. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Detection methods are written in IFU: uretero-reno fiberscope, urf-p7, urf-p7r, operation manual, chapter 3 preparation and inspection. Prevention measures are written in IFU: uretero-reno fiberscope, urf-p7, urf-p7r, reprocessing manual chapter 5 reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.